Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens, but the lens was removed due to a bent haptic. The incision was enlarged to remove the lens, and another lens was implanted. A suture was required to close the incision.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found the lens optic torn, with a piece torn off and missing. One haptic was torn and the other haptic was bent. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for evaluation. Conclusions: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and evaluation of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.